Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2015 that the sales representative was having issues with his own programming system. He stated that the usb port on his tablet is broken and that a black piece has fallen out of the inside. The rep. Has a backup programming system and will be using that for on-site appointments and will return this tablet. The tablet was received for analysis on (B)(6) 2015. Analysis is currently underway but has not been completed to date.

Event description:
Product analysis for the tablet was completed and approved on 10/22/2015. An analysis was performed on the returned tablet and it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. Visual analysis of the tablet identified that the usb port was damaged and could not be used during testing. No further anomalies were identified.